Manufacturer narrative:
Lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic deformed and residue on the lens. Claim# : (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.50/4.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2017. Refractive change over time and lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2018, but did not resolve the problem. On (B)(6) 2019 the lens was removed and exchanged for a spherical lens and the problem was resolved. Reporter indicated that "remaining astigmatism will be treated with laser later."